Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was "twisted" during the "ascites" puncture, causing the flow to stop. The following information was provided by the initial reporter, translated from (B)(6) to english: "we had either a case of quality issue or a "misuse" with your medical device bd insyte autogard 18 ga x 1.16 in (1.3 x 30 mm) ref 381844 lot 8340879 per 30/11/2021 where the dm "twisted" in full puncture of ascites, which caused the flow to stop and thus the end of the puncture with the device and thus change of the catheter." "The client was instructed to use rigid needles rather than catheters for ascites punctures. He agrees that he misused the catheters."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: bd received a 18 gauge insyte autoguard unit from lot 8340879 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. There was no signs of bends, kinks, splits, wrinkles, holes, or cuts in the tubing. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed during evaluation a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was "twisted" during the "ascites" puncture, causing the flow to stop. The following information was provided by the initial reporter, translated from french to english: "we had either a case of quality issue or a "misuse" with your medical device bd insyte autogard 18 ga x 1.16 in (1.3 x 30 mm) ref 381844 lot 8340879 per 30/11/2021 where the dm "twisted" in full puncture of ascites, which caused the flow to stop and thus the end of the puncture with the device and thus change of the catheter." "The client was instructed to use rigid needles rather than catheters for ascites punctures. He agrees that he misused the catheters."